Event description:
Patient underwent open reduction internal fixation (orif) for an oblique fracture of the patella. A 4.0 cannulated screw unraveled in the patella. The surgery took place on (B)(6) 2013. Reportedly, after pre-drilling, as the surgeon was inserting the screw, the last 2 turns, the threads unraveled. The surgeon left the screw in place. Reportedly, the surgeon indicated that there is adequate compression, however, he plans to keep the patient immobile for a longer period of time postoperatively. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.